Manufacturer narrative:
Sc-2316-70 (sn (B)(6)) / sc-1132 (sn (B)(6)). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-3400-30 (sn (B)(6) and (B)(6)) / sc-4318 (lot 18367052). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of ar-d: 2090: no code available; ar-p code: 9398: no clinical signs, symptoms or conditions; ai codes: f1905: device revision or replacement was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a supposed lead placement procedure, it was found out that the leads had migrated and had high impedances and coverage could not be achieved. Port related issue of the ipg was suspected. No device malfunction was suspected. The physician elected to replace patient's spinal cord stimulator (scs) system and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316700, model: sc-2316-70 , serial: (B)(6), batch: 2000013511, UDI: (B)(4). Product family: scs-ipg-r upn: m365sc11320, model: sc-1132 , serial: (B)(6), batch: 18649680, UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, batch: 18367052, UDI: (B)(4). Product family: scs-splitters upn: m365sc3400300, model: sc-3400-30, serial:(B)(6), batch: 18774757 / 18774757, UDI: (B)(4).

Event description:
It was reported that during a supposed lead placement procedure, it was found out that the leads had migrated and had high impedances and coverage could not be achieved. Port related issue of the ipg was suspected. No device malfunction was suspected. The physician elected to replace patient's spinal cord stimulator (scs) system and was doing well postoperatively.